Manufacturer narrative:
G4: 28feb2020, b4: 28feb2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer called technical support to report a failure. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and identified that the backup battery failed testing. The fse advised the customer that the battery is not available for order; therefore, no service was rendered. The unit was not repaired.